Manufacturer narrative:
(B)(4). Reference exemption number e2017029.

Event description:
Three plates that affixed a peek cranioplasty implant broke after implantation. Broken plates were removed on (B)(6) 2017, during the same procedure the doctor re-implanted the same peek implant with new plates and screws.

Manufacturer narrative:
An investigation was performed using visual and stereo microscopic inspection on the product returned. Process evaluation was also performed based off the lot number provided. The returned (B)(4) revealed stretching/ bending in the areas of the screw holes and breakage. The breakage areas revealed tensile fractures due to mechanical stress. It was not possible to determine a root cause for this case. During the investigation the product lot numbers provided was reviewed in the device history records. The DHR review showed no discrepancies or anomalies. If further information is obtained that might add value to the contents of the investigation report, an additional follow-up report will be submitted.